Event description:
A caller reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in properly loading a new cartridge, and the caller successfully resumed insulin therapy, resolving the issue.